Manufacturer narrative:
(B)(4).

Event description:
This lead was revised due to dislodgement however during the revision the helix would not retract. The lead was explanted and replaced. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.